Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The main printed circuit board and the power supply were replaced to address the issue. Additional findings not related to the malfunction/issue: an error code found in the device error log indicated failure of the #2 speaker. The initial report submitted should have been submitted as completed but was submitted as not completed in error. Since the device was working normally and passed all testing after the repair, there is no new or additional information expected for this complaint record, and it is considered completed.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The main printed circuit board and the power supply were replaced to address the issue. Additional findings not related to the malfunction/issue: an error code found in the device error log indicated failure of the #2 speaker.